Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device blades were damaged, the ball bearings fell apart, the extension sleeve was damaged, the device was missing balls and the cage was not present. The device failed the following pre-tests: cutter insertion, vibration and temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported in the previous report that the reported condition was confirmed due to false and defective construction/design. However, upon further evaluation, it was determined that the reported condition was not confirmed and an assignable root cause was not determined. Device evaluation: it was reported in the previous report that the reported condition of the device becoming unusually warm was confirmed due to false and defective construction/design. However, upon further evaluation, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed cutter insertion and the inner race out of alignment and the device failed vibration assessment. It was further determined that the bearing in the tip of the nose tube was worn out and the inner race were no longer in axial alignment making insertion of the cutter difficult and causing vibration. It was determined that this was to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.